Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter: the user facility reported scale missing on device before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 28-jul-2022. H6:investigation summary:customer returned (1) loose bd safetyglide syringe. The sample was examined and exhibited the same condition as shown in the photo. An image of a single bd safetyglide insulin syringe was provided. The customer reported that the scale was missing. The image was examined, and it was observed that the barrel was blank with a black ink smudge present nearest the plunger-end of the barrel. A review of the device history record was completed for batch # 1166257. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. No root cause can be found.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter : the user facility reported scale missing on device before use.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. An image of a single bd safetyglide insulin syringe was provided. The customer reported that the scale was missing. The image was examined, and it was observed that the barrel was blank with a black ink smudge present nearest the plunger-end of the barrel. A review of the device history record was completed for batch # 1166257. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. No root cause can be found.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter : the user facility reported scale missing on device before use.